Event description:
It was reported that the patient presented to the hospital feeling tired. Chest x-ray imaging performed revealed the patient's right ventricular (rv) lead dislodgement. The rv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.